Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10i12012 and h10l09047 with no defects noted. A batch review was conducted for potentially associated lot number h10b10037 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of a patient who made mistake/ touch contamination/did not clean the exchange area before starting pd and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient made mistake/ touch contamination/did not clean the exchange area before starting pd. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported and the patient was recovering from the peritonitis. The outcome for patient made mistake/ touch contamination/did not clean the exchange area before starting pd was not reported. Pd therapy was ongoing. The reporter did not provide an opinion of causality.